Event description:
After the exam was completed and transferred to picture archiving & communication system (pacs), it was reported that the pacs scan changed the time in the study date/time but not the date itself during this process. This change is then transmitted to pacs. No injury or misdiagnosis was reported. The incorrect study date/time can cause confusion in ordinary practice where by a patient's images can be perceived to be newer than they really are and lead to improper clinical decisions.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This activity is being completed as part of a corrective action.